Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the left vertebral and left vertebro-basilar junction. The pt had a history of diabetes mellitus, hyperlipidemia, hypertension and peripheral vascular disease. The pt also had a history of carotid artery disease, myocardial infarction, chf (congenital heart failure), carotid artery stenosis (left carotid with 50-69% stenosis), and prior stroke. For this procedure in 2006, pre-procedure stenosis was 68%. The pt "...was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis was 10%. Prior to discharge on the next day, the pt had a stroke, prolonging hospitalization. The pt expired on fifteen days later, due to cardiac issues.

Manufacturer narrative:
Device code other: subject device was placed without incident; however, prior to discharge, the pt had a stroke, prolonging hospitalization, and later died due to cardiac issues. Requests for follow up info have been unanswered to date. The device directions for use details the reported adverse events (stroke, death). The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.